Manufacturer narrative:
(B)(4). Visual inspection of the lead found an external abrasion of the isolation consistent with friction to device can. The lead was otherwise normal.

Event description:
It was reported that oversensing and damaged isolation was observed on the ventricular lead. The lead was replaced and the patient's condition was good after the procedure.